Event description:
Patient with lvad therapy for 5 months, and several prior episodes of severe upper gi bleeding presents for his 4th episode post ventricular assist device (vad) gi bleeding. Inr 4.9. 8 units blood transfused. Patient required urgent partial gastrectomy which seemed to resolve the bleeding. Unfortunately patient developed an infection in the distal portion of the gastrectomy incision, requiring incision and drainage of the incision and antibiotic therapy. Patient understands that the proximity of the incision to driveline tract raises concern for eventual tracking of the infection to the device.